Manufacturer narrative:
The device was not returned and the serial number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse all the fluid in the secondary bag. 'Infusion complete' would alarm and there was still fluid in the bag. Proper bag placement was reviewed and the secondary tubing to the y site was fully engaged. The event occurred during calcium gluconate treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.